Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the outer and mid-shaft section found a break in the shaft at the port bond skive location. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. A 2.75x20mm promus element¿ plus stent was selected; however, during introduction of the device, the shaft of the stent delivery system was fractured. The device was simply and completely removed from the patient's body. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. A 2.75x20mm promus element¿ plus stent was selected however during introduction of the device, the shaft of the stent delivery system was fractured. The device was simply and completely removed from the patient's body. The procedure was completed using another of the same device. No patient complications were reported and the patient¿s status was stable.